Manufacturer narrative:
The device was received and visually inspected. The investigator verified that the obturator is broken. The distal tip of the obturator was not returned. The reported observation was confirmed. This observation is being trended and monitored. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported during a breast biopsy procedure (exact date unknown) the obturator tip fell off into the patient's breast. The procedure was completed with a second device. It is unknown if intervention was required. We have been unable to obtain additional information surrounding this event.